Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the lead had perforated. Patient complained of severe chest pain post-implant. Patient was kept in the hospital overnight. Echo subsequently revealed a pericardial effusion. Physician stated that the effusion was too small and not a tamponade, hence, the lead was not repositioned and the effusion was not drained. The lead showed normal values. The patient was released from the hospital and will be monitored normally.